Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported they are not able to charge the implant (ins) since (B)(6) 2024 because the recharger (rtm) was getting very hot since the beginning of june. Patient stated they have appointment with their doctor (hcp) on thursday. Agent asked if there is damage on the rtm and patient said rtm looks frayed. An email was sent to the repair department to replace the rtm device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial:(B)(6) ); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a failure, rtm never got hot after running it for 10 mins but got poor recharge quality message. No anomalies were visually observed no frayed found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.